Manufacturer narrative:
Event description: as reported, during a bilateral laser lithotripsy with ureteral stent placement, the tip of a hiwire nitinol hydrophilic wire guide separated in the patient. The patient was discharged to home, the same day following the procedure, without complications. The patient returned to the emergency department the day following the procedure with the device segment in hand, as it had remained in the patient but was passed via urination after the patient was discharged. A kidney, ureter and bladder (kub) study was performed and there was no evidence of any other retained items. No harm was done to the patient other than voiding out the suspected device tip. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), specifications, the instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Evaluation from the supplier noted that a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of the current versions of the manufacturing and quality controls was performed and found that current process and quality inspection checks are in place to ensure the functionally and device integrity prior to shipment. It was concluded that the complaint device was inspected by quality control per current specification. There were no specific issues with the device documentation that may have contributed to this failure. The instructions for use (IFU) provided with the device cautions, "manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access." Based on the available information, cook has concluded that a definitive cause could not be determined for this event. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
User facility report # mw5097628 was received 09dec2020. Additional information received that was not reported in our initial MDR: the patient had a bilateral laser lithotripsy with ureteral stent placement and was discharged to home the same day without complications.

Manufacturer narrative:
Occupation: supply chain manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteral stent placement, the tip of a hiwire nitinol hydrophilic wire guide separated in the patient. The patient was discharged and "did well" following the procedure. The patient returned to the emergency department the day following the procedure with the device segment in hand, as it had remained in the patient but was passed via urination after the patient was discharged. A kidney, ureter and bladder (kub) study was performed and there was no evidence of any other retained items. No harm was done to the patient other than voiding out the suspected device tip.